Event description:
The patient was given general anesthesia for a laparoscopy with partial colectomy, removal of terminal ileum and ileocolostomy. In preparation for insertion of a right radial arterial line, the crna confirmed a right radial pulse by palpation and secured the right arm on a padded arm board. The wire of the 20 g arrow arterial catheter was checked, (advanced and retracted with ease). The skin was pierced and arterial flow achieved. The wire was advanced but the crna was unable to pass the catheter over its own guide wire. The anesthesiologist suggested going through and through the artery and using another guide wire. An attempt made to retract arrow wire back into the catheter. Resistance was felt and the wire was not able to be retracted. The anesthesiologist suggested pulling out the entire catheter with the wire which was done. The catheter itself came out easily but the wire appeared to have unspooled or unraveled. The wire came out, but the elastic portion of the wire was still in the patient's right wrist. The surgical team was called to the operating room and pressure applied to right wrist. Initial resistance to removing the wire due to its elasticity. The anesthesiologist attempted to gently remove elastic portion from the wrist and able to remove. The tip of the elastic portion bent. Small hematoma on the right wrist and pressure dressing placed. The wire appeared to be intact. The anesthesiologist examined the right arm the following day. The right hand was warm, well perfused with sensation and motor intact and a strong right radial pulse. FDA safety report ID# (B)(4).